Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that 5 soft cannula was found crimped upon removal from infusion site. Patient noticed the symptoms after 3 or more hours after insertion. The insertion site of the infusion site was at abdomen. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 5.